Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Event description:
On (B)(6) 2012, the reporter contacted animas to report the pump's cartridge compartment was damaged and exposed to moisture and the threads were damaged. The user was unable to securely tighten the cartridge cap. There was no patient injury associated with this issue. As the issue was not resolved, this complaint is being reported.

Manufacturer narrative:
Follow-up #1 (B)(4) -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the cartridge cap was not returned with the pump for investigation. Visual inspection revealed physical damage to the threads inside the cartridge compartment. A test cartridge cap was able to attach securely to the pump but did not sit properly. There was no evidence of moisture damage observed inside the cartridge compartment. There were no leaks found during leak testing. The pump was opened and there was no evidence of moisture damage found in the pump.